Manufacturer narrative:
(B)(4). The customer returned a swg within its advancer tubing and a 3-l catheter for evaluation. The guide wire was observed to contain a g radual bend throughout its distal end. The distal j-bend was intact. Microscopic examination confirmed both welds were present and were observed to be full and spherical. No defects or anomalies were noticed on the returned catheter. The guide wire was bent from 420-585 mm from the proximal end. The overall length of the guide wire measured 603 mm, which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.805 mm, which is within the specification of 0.788-0.826 mm per guide wire product drawing. The catheter body measured 219 mm from the distal tip to the juncture hub, which is within specifications of 207-227 mm per catheter graphic. The outer diameter of the catheter body measured 2.408 mm, which is within specifications of 2.39-2.49 mm per catheter body extrusion graphic. The guide wire was advanced through the returned catheter to functionally test the guide wire. The guide passed through with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and catheter and no relevant manufacturing issues were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed a gradual bend in the guide wire at the distal end of the body. The catheter and guide wire passed all dimensional and function testing. Based on the sample received, user error likely caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The complaint is reported as: "the swg is unable to pull out" no report of patient injury or complication. No report of a required intervention. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the swg is unable to pull out" no report of patient injury or complication. No report of a required intervention. The patient's condition is reported as fine.